Event description:
It was reported that the patient experienced elevated blood glucose after eating lunch while using the ilet system, and the patient changed the infusion set as levels began trending back into range; subsequent review of device reports showed glucose had regulated without further intervention. Symptoms included hyperglycemia. Outcomes included no injury and no need for medical care. Investigation included review of device-reported glucose trends and confirmation of regulation following the infusion set change. Investigation of this case revealed no device malfunction, with hyperglycemia likely associated with physiologic response to a meal and resolved after standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.